Event description:
Third device used in procedure for 2183680-2009-00008. During a lysis of adhesions laparascopic procedure, the cutting forceps did not burn properly, so they unplugged it and plugged it in again, and it still would not work. The surgeon used the device on another generator with the same result. This process was repeated with another two devices. There was no patient injury, but it prolonged the procedure for one half hour, so that the patient was under anesthetic longer.

Manufacturer narrative:
The device was received with the ratchet locked in the on position and the jaws closed. The blade does not return, it is sticking out. When the ratchet lock was disengaged, the jaws opened and closed smoothly. The jaws are very clean. The device activated to the correct generator default vp3-45, but did not coag. Jaws are slightly misaligned, the back of the tooth valley made contact with the opposite jaw teeth. Jaw misalignment caused the device to short out when the jaws are firmly closed shut. Return spring on the blade was found to be disconnected from the handle post.